Manufacturer narrative:
PMA/510(k) #: this part is not approved for use in the united states; however a like device catalog # kx203, 510k #k101864 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to osteoporosis. Intra-op, the tip of the balloon was destroyed. While removing the balloon, the broken tip of the balloon remained in patient's vertebra. The broken fragment was eventually explanted by the surgeon by enlarging the working channel. The procedure was delayed by 40 to 45 minutes due to this event. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.